Event description:
The distal tip of the screwdriver broke off. The screwdriver is no longer able to grab onto the screw. No patient involvement reported.

Manufacturer narrative:
The device has not returned for evaluation. The lot number was not provided. The root cause cannot be determined at this time. If additional information is provided, a supplemental report will be submitted.